Event description:
It was reported that the patient has been in and out of the hospital and recently admitted to the ICU. The patient is experiencing increased stimulation intensity, no gag reflex, and has developed aspiration pneumonia. Patient was recorded to have a slowed heart rate of 52¿53 bpm. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.